Manufacturer narrative:
The packaging for 70-0372-s was returned without the product. There was a side seal breach to the inner tyvek pouch roughly 4" long. The outer pouch was received extensively opened at the time of examination and no damage to the carton.

Event description:
When the nurse went to open the outer pouch containing the orthropedic implant plate, the plate fell to the floor because the inner pouch was not sealed. There was a 30 minute delay in surgery, while additional plate(s) were located and brought to the surgical suite.